Event description:
It was reported the end-user was not able to maintain proper control of the 3gar-cg powered wheelchair due to his disability. The end-user¿s spouse was assisting the end-user drive the wheelchair, while walking along side it. When the end-user¿s spouse let go of the joystick, the wheelchair unexpectedly veered out of control. The wheelchair collided with a van before coming to a stop.